Event description:
During an unspecified procedure, the suture broke. The surgeon applied another product to complete the procedure. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
7/15/97-supplemental report #1 submitted to FDA.